Event description:
The laser system has the following problem: broken prong on power cord.

Manufacturer narrative:
After the replacement of the power cord, the laser system restarted to work. We are unaware about patient injury.